Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable pacemaker was noted to exhibit pre-erosion symptoms as the skin over the pocket was reddish- brown and thin. It was noted at that time that no infection was noted and the skin was not broken through over the device. The device was later explanted and there was an infection noted at the time of explant. No adverse patient effects were reported.